Event description:
It was reported that a user stated on social media that while using the ilet bionic pancreas they experienced frequent hypoglycemic episodes, including episodes described as extreme lows, and subsequently discontinued use and returned to a different pump brand due to dissatisfaction. Symptoms included low blood glucose consistent with hypoglycemia. Outcomes included the user stopping use of the device and reverting to an alternative therapy. Investigation included a review of the complaint details and an attempt to identify an associated user account. Investigation of this case revealed that the cause of the reported hypoglycemia could not be determined based on the information provided. It was concluded that there was insufficient information to establish a device malfunction or user-related factor as the cause. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.